Manufacturer narrative:
Pending packaging investigation.

Event description:
Consumer reported complaint for missing package item (empty vial of strips). The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result. The product storage location is undisclosed. The test strip lot manufacturer¿s expiration date is 11/30/2020 and open vial date is 10/01/2019. The meter memory was reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strip vial was returned for evaluation. Returned product was forwarded to packaging based on complaint's description. Internal evaluation has been completed, and root cause selected. No abnormalities observed. Most likely underlying root cause: mlc-9: user error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.